Manufacturer narrative:
December 15, 2010. The analysis on this device is pending.

Event description:
During the implantation procedure, it was reported that there was resistance when the stylet was inserted into the lead. The lead was not implanted as they didn't want the stylet going through the lead. A new isoline was implanted successfully.

Event description:
During the implantation procedure, it was reported that there was resistance when the stylet was inserted into the lead. The lead was not implanted as they didn't want the stylet going through the lead. A new isoline was implanted successfully.

Manufacturer narrative:
(B)(4) 2010. The analysis on this device is pending. (B)(4) 2011.